Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
[(B)(4)]: the following was recorded in the complaint reporting form: unable to deploy stent properly. Another stent was used to complete the procedure. [(B)(4)]: the following information was provided by area rep verbally: "cannot deploy stent properly, cannot push pusher forward. Push until slight bent at the end of product. Patient is fine." Additional information received 20-nov-2020: was there an alterations made to the device and if so what was the reason for this? The inner catheter was too long, 35cm were cut away. Did the user cut the pushing of guiding catheter possibly to release the device? Guiding catheter was shortened. Area rep provided the following feedback from complainant: [questions related to clso stent]: the complaint reporting form references a clso stent was used- could the customer confirm the rpn and lot number of this clso device? As confirmed with area rep, no response provided by complainant, area rep will continue to clarify with complainant. The event description references ¿push until slight bent at the end of product.¿. Can the customer confirm if the bend occurred with the sis introducer or clso stent? Sis introducer. [Questions related to sis-10]: please indicate where the device was stored prior to use. Ercp room. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Metro wire from cook, 0.035, 480cm. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? If yes please indicate the procedure performed. Sphincterotomy done before stenting. Was the device at the centre of the complaint inspected for damage prior to use? The stent set looks normal before use. Did the patient involved exhibit altered anatomy or tortuous anatomy? No, but pt has ampulla tumor. If not with the device in question, how was the procedure finished? Stent was inserted using another company¿s stent pusher. For complaints occurring during use (once in contact with endoscope) also ask: had a sphincterotomy been performed prior to this occurrence? Yes. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus,tjf-260v working channel 4.2mm. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. Biliary. Was resistance encountered when advancing the wire guide to the target location? No. Was the stricture dilated prior to placing the device? If so, please indicate what device(s) were used. No stricture, ampulla tumor only. Was resistance encountered when advancing the introduction system in place to the target location? Yes. Was resistance encountered when advancing the stent through the obstructed area? N/a (mark n/a if device was not used on any patient) after placement, was stent position verified? If yes, please describe how. Yes, unable to deploy the stent as the stent was moving tgt with the inner catheter. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. 5-10min. Did any section of the device detach inside the endoscope or patient? No. If the device broke upon removal, please indicate what removal tool(s) were used (manufacturer). Nil. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Nil. Were any modifications made to the complaint device or accessories used with the device in this procedure? For example guiding catheter shortened. If so please indicate the modifications and why they were necessary. The inner catheter is too long and cut away 35cm. In addition can you also ask: what was the rpn of the stent used with the device and was any damaged noted to the stent? No damage noted. Was there an alterations made to the device and if so what was the reason for this? The inner catheter was too long, 35cm were cut away. Did the user cut the pushing of guiding catheter possibly to release the device? Guiding catheter was shortened.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: 1 x sis-10 of lot # c1703778 was returned to cirl for evaluation open in its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 13th november 2020. On the black pushing catheter kinks were noted on the end of the radiopaque bands at approx. 20-30cm, slight kinking and twisting was also noted on the non-bands end at approx. 50-94cm, the tip was also noted as damaged at this end, the black pushing catheter was measured to be approx. 284cm long. Damage was noted on the both ends of the clear sheath/ guiding catheter, this was measured to be approx. 70cm long. Image review: n/a. Document review including IFU review: prior to distribution sis-8.5 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for sis-10 of lot number c1703778 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1703778. It should be noted that the instructions for use (ifu0105-0) states the following: ¿if package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ and under the instructions for use section: ¿advance guiding catheter (if any) until it is positioned above strictured area. Note: a sufficient portion of the guiding catheter must be above strictured area prior to stent positioning¿ it was confirmed that no damage was noted to the stent and that the customer comment of ¿the inner catheter is too long and cut away 35cm.¿ was in relation to the procedure/ patient and was not a general comment about the device. Root cause review: a definitive root cause can be attributed to user error where the customer altered the device as per information provided the ¿inner catheter was too long, 35cm were cut away¿ and the ¿guiding catheter was shortened¿. It can be noted that its possible that the modifications made to the device may have affected the performance of the pusher of the device and there is no clinical testing done on the device in this altered manner. It can also be noted that the alterations made to the positioner would make it incompatible with a duodenoscope therefore effecting the deployment of the stent as the working channel size on a scope is greater than 120cm while the device was cut to roughly 70cm. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient is fine and did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.